Manufacturer narrative:
The device evaluation was completed for the reported event of "air in line alarm". A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported event was not reproduced due to an unrelated issue that prevented the evaluation from being able to be completed. However, the device underwent fluid pressure functional testing and it was observed that the upstream sensor had low fluid numbers which were out of specification in relation to the false air in line alarms. The alarms were verified during a review of the event history log and found to be caused by a failed upstream sensor with continuity on the tail pins. The failed upstream sensor was replaced. Should additional relevant additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.